Event description:
It was reported that the insertable cardiac monitor (icm) exhibited oversensing of electromagnetic interference (emi) resulted in false tachycardia episodes. It was also reported that the icm exhibited undersensing due to loss of contact. No programming changes were made, and the patient will continue to be monitored. No patient consequences were reported.